Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient called the hospital after receiving a patient notification for high, out of range pacing lead impedance. The (B)(4) transmission revealed increased pacing lead impedance over the last week. It was also noted that the patient did extreme exercise at home. It was stated that impedance measurements would be taken in-clinic while the patient exercised. Test results were not provided, but the lead and ICD were both explanted and replaced.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.